Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting sensor error messages. They experienced low blood glucose level of 51 mg/dl. The customer was treated for the low blood glucose with food. The product was not returned for analysis.